Event description:
The customer reported that the t:slim x2 pump battery would not charge, even after using the tandem charging cable and wall adapter, and trying alternative adapters and cables. There was no adverse impact to the customer¿s blood glucose level. The technical support team arranged for a replacement pump to be sent, instructed the customer on storing and returning the malfunctioning pump, and confirmed the shipping address. No backup insulin therapy was currently available, and the customer planned to contact their healthcare provider.